Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14: on 10-aug-2021, intuitive surgical, inc. (Isi) received the following additional information from the site was obtained: it was confirmed that all the system arms were down during the event; however, the issue was resolved with a system reboot. At that time there was 100ml bleeding from the pulmonary trunk and it was resolved by applying pressure with gauze. It was confirmed that the da vinci system did not cause or contribute to the bleeding, and it was just a normal amount of bleeding during surgery. Although the system was ready to use after a system reboot, the surgeon opted to convert to 8cm hybrid vats. The system was inspected by an isi field service engineer (fse), and there were no issues found. A review of the site's system logs for the reported procedure date was conducted by an isi technical services engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the vessel sealer instrument, which is a single use instrument and site complaint reviews have shown that no complaints were filed against the instrument. It was confirmed that a system reboot resolved the system issue and there was no evidence of a product failure. However, the surgeon opted to convert the procedure despite the system then being in a working state. This complaint remains reportable since the following are unknown; the source of the bleeding, what task was being performed when the bleeding occurred, and if the bleeding was caused by adhesion or other anatomical issues.

Manufacturer narrative:
Based on the information provided the root cause of the customer reported intra-operative complication could not be determined. A follow up MDR will be submitted if additional information is received. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse reviewed the logs and found no suspected errors related to the event. The system was working properly and no additional action was required at the time of the call. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. No part replacement was required. The system was tested and verified as ready for use. No image or video recording was provided for review. This complaint is reportable due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulator (usm) could not be operated when the user was performing the left lobectomy. The system became temporarily operable after a system restart; however, it was reported that the patient experienced bleeding. The procedure was converted to laparoscopic surgery, and then possibly an open surgical procedure. It is unknown if the bleeding is caused by the da vinci system. No further details relate to the event are available at this time. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. The date of manufacture was not available as of the date of this report.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulator (usm) could not be operated when the user was performing the left lobectomy. The system became temporarily operable after a system restart; however, it was reported that the patient experienced bleeding. The procedure was converted to laparoscopic surgery, and then possibly an open surgical procedure. It was unknown if the bleeding was caused by the da vinci system. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 14-sep-2021, the following additional information was obtained from the site: it was clarified that there was an abrasion before cutting the pulmonary artery that caused the 100 ml bleeding. The surgeon said that the 100 ml was expected. The following were confirmed: the patient¿s anatomy or the lymph node dissection did not trigger the bleeding and the procedure was converted even though the bleeding was stopped by applying pressure.

Event description:
Refer to h10/h11 for follow-up information.